Event description:
It was reported that during a ptca/stent procedure during deployment of the stent, the balloon ruptured. Angiogrpahy revealed a perforation of the vessel in the proximal portion of the stent. A balloon catheter was inflated for an extended amount of time, in order to treat the perforation. Following inflation of the balloon catheter, angiography revealed that the perforation was reduced and the bleeding had stopped. Reportedly, the pt is doing well.